Event description:
It was reported that the atrial lead had high threshold and appeared to be out of position by fluoroscopy. Atrial re-positioning was attempted but capture could not be obtained and the atrial lead was explanted and replaced. No further patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned in segments, analyzed and all of the conductors were stretched. It was noted that there was blood/body fluid on all conductors (not obstructed), the inner insulation was kinked/buckled, the inner tubing was kinked/buckled, the outer insulation was breached cut, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.